Event description:
The pt stopped feeling stimulation about 3 months ago after myleogram and cat scan were performed. The physician programmer 8840 could not communicate with the pt's device and abnormal battery depletion was suspected. The pt had neurostimulator replaced. The old lead remained in place as it had normal impedances when connected to the new device. The pt recovered without sequelae.

Manufacturer narrative:
(B) (4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.